Event description:
It was reported that the device was explanted after an implant duration of approximately 0.8 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
It was reported that the surgeon inserted an icm115v4 11.5mm implantable collamer lens in the left eye in 2008, and the lens was explanted in 2009 due to inadequate vault. No lens opacity was observed. The lens was exchanged for a longer lens. The pt's post operative ucva was 20/30.